Manufacturer narrative:
Batch review performed on 10 october 2016. (B)(4).

Event description:
The patient came in complaining of instability. The knee became loose over time. The surgeon swapped the poly to a thicker size. The surgery was completed successfully. X-rays and explants are not available.